Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was further reported that a chest x-ray showed that the pocket had significant scar tissue. Upon opening the pocket, the lead was well connected in the header, and lead position was in the rv (right ventricular) septum with outstanding sensing and pacing parameters.

Event description:
It was reported that there were high thresholds, inappropriate sensing, no capture at maximum output, noise, high pacing impedance, and a lead fracture. The rv (right ventricular) lead was explanted and replaced. Upon removal, tissue on the end of the lead was noted. No patient complications have been reported as a result of this event. The lead was part of the (B)(4) study.

Manufacturer narrative:
Evaluation summary: the inner insulation had a depression breach, the proximal conductor of the lead became distorted while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, blood was observed on the sleevehead of the lead, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached, the inner insulation had a cosmetic depression, the outer insulation of the lead developed a cosmetic depression while in vivo, and the outer insulation of the lead was observed to have blood ingression; full lead in segments returned and analyzed.